Event description:
Constant severe headaches. Off and on pain on the right side. Very heavy bleeding with blood clots during my cycle. Joint pain. Back and hip pain. Mood swings. Pain after sex. Bloating and severe weight gain.